Event description:
Discordant, (B)(6) surface antigen ((B)(6)) and antibodies to (B)(6) results and (B)(6) results were obtained on patient samples on an advia centaur instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument and resulted (B)(6). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that quality controls were out of range following the daily cleaning procedure (dcp). It was discovered that the customer erroneously placed an acid bottle in the wash 1 position. The tsc instructed the customer to review all results generated during that time. A siemens customer service engineer (cse) was dispatched to the customer site. The cse explained to the customer how to remove the bottle and wash 1 reservoir. The system was primed and quality controls were run, resulting within range. The cause of the discordant, (B)(6) results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.